Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found the catheter shaft was noted to be kinked and flat. The distal tip of the micro catheter was broken. The micro catheter was flushed, and a patency mandrel was advanced ¿ friction was experienced throughout the entire catheter shaft. In the case of this complaint it is most likely that the event occurred issue due to procedural and anatomical factors encountered during use. As per the additional information, the device was confirmed to be in good condition during/after unpacking and preparation and the directions for use (dfu) was followed during preparation. The returned device was noted to be extensively damaged. An assignable cause of procedural factors will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During a thrombectomy procedure, it was reported that a stent retriever was stuck on the vessel wall and there was difficulty to withdraw from the vessel. After that, a microcatheter (subject device) covered the stent retriever and was lightly moved out of the patient¿s body. While the microcatheter device was lightly moved, the tip of the microcatheter (subject device) was broken. The broken part of the microcatheter (subject device) was completely removed from the patient with no clinical consequence to the patient.

Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During a thrombectomy procedure, it was reported that a stent retriever was stuck on the vessel wall and there was difficulty to withdraw from the vessel. After that, a microcatheter (subject device) covered the stent retriever and was lightly moved out of the patient¿s body. While the microcatheter device was lightly moved, the tip of the microcatheter (subject device) was broken. The broken part of the microcatheter (subject device) was completely removed from the patient with no clinical consequence to the patient.